Manufacturer narrative:
The peritonitis occurred on an unspecified date around (B)(6) 2021. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment of the event were not reported. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient was recovered from the event. Pd therapy was withdrawn at the later stage of the treatment. No additional information could be provided as the reporter declined follow up.